Event description:
It was reported that the ventilator kept switching off intermittently with an inop alarm while connected to a patient. The patient was placed on a backup ventilator. No reported harm to the patient.